Manufacturer narrative:
(B)(4).

Event description:
The patient via a manufacturer representative reported that the patient felt like their device was defective because they had calf swelling. The cause of the patient's calf swelling was unknown. A manufacturer representative offered to meet with the patient but the patient declined. The patient was implanted for spinal pain and post lumbar laminectomy syndrome.